Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) confirmed that there were no issues with the device. The field service engineer checked every single drawer cable and power cable and ran hardware test application, checked all connection to come sled as well could not find problem at this time, secured a slightly loose bus cable connection on main matrix drawer 1 and no further investigation was required. The system functioned as intended when the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer failure occurred that caused the station to shut down. When the drawer was closed, the device powered off and displayed an "ac power fail" message, prompting the user to contact technical support. This issue resulted in interruption of system operation and impacted medication access. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.